Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2010. During the procedure, the device was plugged into the motor drive unit and when the surgeon went to use the device, it would not cut. A second device as used to continue the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Blade does not cut. Conclusion: the product upon which this medwatch is based has been received; however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.